Event description:
Celsius thermocool ablation catheter was not adequately distributing irrigation from one of the holes at the end of the catheter. Temperatures were rising at low wattage. Stockert generator error was "limited flow". The catheter was removed from the body, and the equipment was reviewed. A new ablation catheter was pulled, which resolved the problem.